Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The device was received with the adhesive pad completely attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The adhesive pad welds were observed to be complete and correctly aligned. No damages or manufacturing deficiencies were observed that would result in the adhesive pad separating from the pod. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 600 mg/dl while wearing the pod between 36 and 48 hours. Mother reported the pod was detaching from the adhesive as well. Due to elevated bg levels and the site appearance, patient's mother realized the cannula had not properly inserted in the infusion site (leg). High ketones were also present. As treatment, a manual injection was delivered.